Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8120 pca was affected by plastic and syringe sizer misalign recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, initial reporter e-mail, device return to manuf, device eval by manufacturer, imdrf annex a, b, c and d grids, remedial action required, remedial action # and manufacturer narrative. Correction : reason code for no evaluation and if other specify. Omit : a140504 - inaccurate delivery (2339), b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available.

Event description:
It was reported that an 8120 pca was affected by plastic and syringe sizer misalign recall. There was no reported patient involvement.